Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a soundstar® eco diagnostic ultrasound catheter and suffered a cardiac tamponade (CT) requiring pericardiocentesis and prolonged hospitalization. It was reported that during "2 hours post-op" from this case, it was discovered with a "tte post-ablation echo" while in recovery, that the patient had suffered a pericardial effusion (pe). The patient's effusion was then "tapped and drained" and 500 cc of fluid was removed from the patient. The patient was reported as stable and did not need surgery. This was not a part of any study. The biosense webster inc. (Bwi) representative stated that they used a 10 fr soundstar catheter, a smart touch sf (stsf) ablation catheter, a vizigo sheath, and a pentaray in the case. However, none of the devices are available for return due to the injury being discovered "2 hours post-op". The physician did not state what they believe the source of the injury to be. It was discovered post use of biosense webster products. The physician's opinion on the cause of this adverse event was that it was procedure related. Outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event. Transseptal puncture was performed, needle details unknown. Prior to noting the pe or CT, ablation was performed. There was no evidence of steam pop. Irrigated catheter was used in the event, the flow setting was 2, 8, 15, normal stsf settings. Correct catheter settings were selected on the generator. Pump switching was from "low" to "high" flow during ablation. Force visualization features used were dashboard, vector and visitag. Visitag module was used, parameters for stability used were 3s, 3mm, 25% above 3g. Additional filter used with the visitag was respiratory adjustment. Tag index was used.